Manufacturer narrative:
The customer decided to keep the device.

Event description:
Alleges backing up on the sidewalk and was turning and it rolled over on her.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges backing up on the sidewalk and was turning and it rolled over on her.